Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2009 via tha. It was reported that the pseudotumor was confirmed around femoral neck by x-ray when a routine checkup. On (B)(6) 2020, the revision surgery was performed by removing the pseudotumor and replacing the stem (p/n: 900531210), the head (p/n: 962711000) and the liner (p/n: 121887352). The surgery was completed, and it was unknown whether there was any surgical delay. The surgeon commented that the pseudotumor was caused by mom. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found a previous complaint involving a head from the same lot (B)(4) but no defect was attributed to the head. A review of the device history record for the head identified no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : 2582382. Device history review : DHR review, no anomalies.